Event description:
It was reported that the flat panel monitor on he 2800 system is bad. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Flat panel monitor replaced. The system was tested and found to be working as intended and placed back into service.